Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after unrelated procedures. Troubleshooting was unable to resolve the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was unable to resolve the issue. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that the patient did not set their device to surgery mode during their prior unrelated surgery.